Event description:
The customer reported that the device unexpectedly shut down while monitoring a pt. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shut down while monitoring a pt. There was no adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.